Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: 6.5mm low profile hex screw 20mm; 7030-6520 ; lot # yue. 6.5mm low profile hex screw 15mm; 7030-6515 ; lot# unknown. 6.5mm low profile hex screw 15mm; 7030-6515 ; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that the patient's left hip was revised. Two days post op, a large hematoma had formed and suspected to be over a nerve as the patient was experiencing foot weakness. Two 20mm screws, two 15mm screws, an mdm metal liner, adm/ mdm poly insert, and 28 +4 head were revised. The 20mm screws were replaced with two additional 15mm screws, and the mdm metal liner, adm/ mdm poly insert, and femoral head were re-implanted. Rep confirmed there are no allegations against the revised and re-implanted metal liner, poly insert, or femoral head. Rep provided the primary usage sheet and confirmed that no further information will be released by the hospital or surgeon.